Event description:
It was reported that intermittently the 9600 system c-arm will display a charger failure error code. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure, replaced the charger board. The system was tested and found to be working as intended and placed back into service.